Manufacturer narrative:
The hospice home health nurse reported that the patient entered the hospice program due to heart failure and the patient's wish to cease dialysis. According to the patient's primary care physician, the patient was in very poor condition due to heart problems and diabetes. This complaint is being reported, as use error may have been a factor in the reported event, which required medical intervention. V.a.c. Therapy labeling states: "patients without adequate wound hemostasis have an increased risk of bleeding, which, if uncontrolled, could be potentially fatal. These patients should be treated and monitored in a care setting deemed appropriate by the treating physician. Caution should be used in treating patients on doses of anticoagulants or platelet aggregation inhibitors thought to increase their risk for bleeding (relative to the type and complexity of the wound). Consideration should be given to the negative pressure setting and therapy mode used when initiating therapy." The device was returned for evaluation. The device was tested and met specifications.

Event description:
It was reported that a patient being treated with v.a.c. Therapy for a diabetic foot ulcer experienced bleeding. According to the prescribing podiatrist (dpm), the patient experienced minor bleeding (10 ml) in the waiting room after initial placement of v.a.c. Therapy in 2009. The podiatrist stated that the bleeding was stopped and the patient was sent home. Later that evening, a hospice home health nurse was called to the patient's home. The hospice nurse reported that the foot wound was saturated in blood, at which time the v.a.c. Therapy unit was turned off and the patient was sent to the emergency room. It was reported that the patient was admitted overnight. The podiatrist believed that the patient's bleeding event was managed through several interventions (details not provided). V.a.c. Therapy was permanently discontinued at that time. The patient was seen by his primary care physician six days later, at which time, the patient appealed to have been at his base line condition.